Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab (fa lab) inspected and installed into a known good avea ventilator and powered up the device into user mode. Extended self-test (est) performed and passed. The oxygen (o2) was set at 40% and the monitoring value was displaying 55% while the external analyzer was displaying 72.8% which confirms an oxygen (o2) inaccuracy. The o2 blender was removed and inspected, the flag was found loose and moving freely in the shaft. The reported issue was duplicated and isolated to the o2 blender flag.

Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
Fio2 inaccuracy linear on the avea ventilator. The customer ran an extended self test (est) and passed. But, the fio2 accuracy was reading inaccurately, the customer was using an external handheld analyzer as a reference. The gas delivery engine (gde) requires replacement. There is no alleged patient involvement or harm/injury.